Event description:
Additional information was received which reported that the right ventricular (rv) impedance measurements came back down within normal range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms. This happened during the implant procedure while the lead was connected to the pacing system analyzer (psa). Boston scientific technical services (ts) discussed possible causes of the high impedances. It was noted that it appeared as though the physician had placed the psa cables directly onto the rv lead, which was not recommended per labeling. Toward the end of the procedure the rv impedance measurements began to decrease. The lead remains in service. No adverse patient effects were reported.